Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the up/down angulations were less that the specified value, and there were scratches in the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses kleanup detergent, and suctions water out of the channels and flushes out the air/water channel. During manual cleaning, the customer used mediclean forte detergent to clean the, the operating channel, and the operating channel port. The scope was stored in a wassenburg dry320 drying, and storage cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The user facility provided additional information regarding the second cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During manual cleaning, the customer bushes, the instrument / suction channel, suction cylinder and instrument channel port, and flushed water out of the air/water channel, instrument /suction channel, and auxiliary channel. The scope was stored 8 min in the storage cabinet before the next procedure. The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive two (2) colony forming unit (cfu) of staphylococcus aureus. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. It was reported that the scope was cleaned and treated twice with enzymecure but culture was still present. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.